Event description:
It was reported that the patient underwent an unknown surgery on an unknown date in (B)(6) 2024 and suture was used. The tip of the needle broke off when in use, and was then found on the patient drape. Surgeon was preparing a standard stitch at the time of use with no excessive force or pressure. No patient harm was reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1 initial reporter state: (B)(6). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Was there any additional tissue damage as a result of searching for the needle piece? 2. Please provide the procedure name and date. 3. What is the patient¿s current status? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. H6 component code: g07002 ¿ device not returned.